Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and diabetes mellitus ('blood or heart disorder/condition type: diabetes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (removal of essure coils). Essure was removed. At the time of the report, the pelvic pain, diabetes mellitus and dysmenorrhoea outcome was unknown. The reporter considered diabetes mellitus, dysmenorrhoea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received : event ¿injury nos¿ is replaced with pelvic pain. Case become incident. Reporter added, patient demographic added, product indication updated. Events added- dysmenorrhoea, diabetes, pelvic pain, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.